Event description:
Vns pt was experiencing an increase in seizures. Device diagnostic testing was within normal limits, indicating proper device function. Elective replacement indicator was no, indicating that the generator had not reached end of service. Investigation to date has been unable to determine whether the seizure increase is above the pt's pre-vns baseline frequency.